Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 1 occurred during load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer's blood glucose level was 316 mg/dl. A cartridge change was performed resolving the issue.